Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a 2.50x20mm promus element stent dislodged. Additional information was requested, but it not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a 2.50x20mm promus element stent dislodged.additional information was requested, but it not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent was still attached to the stent delivery system (sds); however, proximal stent damage was found. Proximal stent struts on rows 1-5 from the proximal edge were bunched distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).